Manufacturer narrative:
Additional information: section h.6. The recipient reportedly experienced frequent swelling at the implant site and requested a technology upgrade. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company has been informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.